Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead pulled back out of the coronary sinus. When attempting to explant, the lead was unable to be removed. The physician decided to cut and capped the lead. A new lead was implanted. No additional adverse patient effects were reported.